Event description:
It was reported that the patient presented to the ER when the device delivered inappropriate therapy. Interrogation was attempted, and backup vvi status was observed with active hv therapy. No episode data of inappropriate therapy was stored because it ap...

Event description:
It was reported that the patient presented to the ER when the device delivered inappropriate therapy. Interrogation was attempted, and backup vvi status was observed with active hv therapy. No episode data of inappropriate therapy was stored because it appears to have happened after the device entered backup vvi. The device was restored to normal operation. The patients condition is good.